Event description:
The facility reports while transferring a pt after bathing, the chair became detached from the hoist. No injuries occurred and the hoist has been taken out of use awaiting examination.